Event description:
It was reported that at follow-up, a decrease in sensing with an increase in capture were noted. Noise reversion alerts were found. Patient had received 3 shocks. X-ray and CT scan confirmed perforation of the rv. Lead was removed.

Manufacturer narrative:
A lead tip stiffness test was performed and found to be within specification.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.